Event description:
It was alleged that the head of the stretchers suddenly drop. This allegedly resulted in injury to an employee requiring physical therapy and weight restrictions for a month .

Manufacturer narrative:
No defect was found with the device and the alleged event could not be duplicated.

Event description:
It was alleged that the head of the stretchers suddenly drop. This allegedly resulted in injury to an employee requiring physical therapy and weight restrictions for a month .